Event description:
It was reported by the patient¿s daughter that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 1500 mg/dl after approximately 24-36 hours of pod wear on the abdomen. Reported symptoms included vomiting, nausea, lack of energy, thirst, and loss of consciousness. The daughter contacted emergency services (911) and paramedics transported the patient to the hospital where she was subsequently admitted to the intensive care unit (ICU). The patient was diagnosed with diabetic ketoacidosis during hospital evaluation. At the time of reporting, the patient remained admitted in the ICU. No further information regarding treatment or anticipated discharge date was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.